Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise leading inappropriate automatic mode switch (ams) was observed on the atrial lead. Oversensing due to myopotentials was observed on the right ventricular (rv) lead. Lead revision was anticipated. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2938836-2018-04094.